Event description:
Mechanical ventilator registering extreme amounts of vt (tidal volumes), ranging from 4,000 to 6,000 ml. The patient had a set vt of 500 ml. The patient's own volumes were tested with a wright's spirometer and were .500 to .600 ml, which is adequate. Attempted to troubleshoot ventilator and had no successful findings. Ventilator was changed out with new one. There was no harm to the patient.